Event description:
A customer reported experiencing difficulties with the wake button on their pump, as it required multiple hard presses to function and occasionally did not work. There was no adverse impact to the customer's blood glucose level, which was reported at 210 mg/dl. A replacement pump was provided to the customer.